Event description:
Clamp placed on foreskin slipped out of clamp. All clamp areas in proper position. Multiple 4.0 chromic sutures placed and foreskin re-inspected. Gauze re-wrapped. No bleeding. (As described by the physician).